Event description:
It was reported that during the implant procedure, a new atrial lead was successfully implanted, but then was dislodged by the physician when the old atrial lead was removed. The physician then decided to replace the new atrial lead just in case it was damaged when it was inadvertently pulled it out. So the new atrial lead was removed and a different atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).